Manufacturer narrative:
No data analysis was performed on customer's results since inratio testing was done on separate days. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria investigation results from a previous case: donor 1, return1: 1.5, in-house2: 1.4, in-house3: 1.6, mean: 1.50, sd: 0.10, %cv: 6.67; donor 2, return1: 2.0, in-house2: 2.1, in-house3: 2.0, mean: 2.03, sd: 0.06, %cv: 2.84. For each pair of replicates for each sample of strip lot 243934, (B)(4). Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required. Per general description of complaint, customer was not using the correct strip code, which may have contributed to the unexpected inr result. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.7; date: (B)(6) 2011, inratio: 3.3.